Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had low reservoir did not alert. Customer¿s blood glucose level was unknown. Customer was performed displacement test and test result was confirmed. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and recommended customer refer to backup plan. The insulin pump will be returned for analysis.